Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer passed away due to encephalitis and asystole. The caller stated that she had gone to the bathroom, and fell while she was in there. The caller stated that he helped her up, and she was fine for a bit, and then she slumped over. The caller stated that he performed CPR on her, and so did the paramedics when they arrived. The caller stated that they were able to get her heart beating at the hospital, but by that time she was brain dead. The caller also stated that the customer's blood glucose levels were high for the last two months of her life, and never went down. The caller did not have the insulin pump with him. He stated that it may be with the customer's parents as they are blaming him for the customer's death. Nothing further was reported.